Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported during an intraocular lens implant procedure, the injector went over lens instead of pushing it. There was no patient harm however patient contact was noted. Additional information has been requested.

Event description:
Additional information has been received which states this file is a duplicate of pr (B)(4), hence this file will be qualifying for the cancellation process.

Manufacturer narrative:
This is a duplicate of manufacturer report number 9612169-2022-00074. No additional reports will be filed on this report number. Any additional information that is received will be reported on manufacturer report number 9612169-2022-00074. The manufacturer internal reference number is: (B)(4).